Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction.

Event description:
On november 2, 2020, olympus medical systems corp. (Omsc) received literature titled "clinical outcomes of endoscopic submucosal dissection for large colorectal neoplasms: a comparison of protruding and laterally spreading tumors". The purpose was to compare the outcomes of esd in protruding tumors with those of laterally spreading tumors (lsts). In the literature, it was reported that one esd discontinuation required the additional surgical resections due to the poor colonoscope maneuverability was observed in 218 patients with protruding tumors or lsts who underwent colonoscopy from july 2007 to june 2014 at asan medical center. The esd procedure was performed using a colonoscope (olympus; cf-h260al). Based on the available information, a direct relationship between the olympus product and the observed adverse events could not be determined. However, the author wrote that endoscopic submucosal dissection was discontinued and we observed poor colonoscope maneuverability in one case.